Event description:
Boston scientific received information that during a normal replacement procedure. With the previously implanted device normal pacing impedance measurements were noted. When connecting this old right ventricular lead to the new device out of range pacing impedances were noted. The device and right ventricular lead were reconnected after the pin of the lead was cleaned and making sure the header of the device was free of contamination, but out of range pacing impedances were once again noted. A competitor pacing system analyzer (psa) was used which showed normal pacing impedances. After the pocket was closed measurements were once again taken and the pace impedances remained high and out of range while all other measurements were stable. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.